Event description:
A report was received stating that the listed device was found leaking at the cuff during a routine cuff check. The nurse refilled the patient's cuff. Three hours later, the cuff was found leaking again. The nurse refilled the cuff once again. Six hours later, the nurse reported the cuff continued to leak. Therefore, the tracheostomy tube was replaced with a new one. The reported tracheostomy tube was used with the patient intermittently for 17 days. No permanent adverse effects to the patient reported.

Manufacturer narrative:
The suspect tracheostomy tube was returned for product investigation. During functional testing, the device cuff was inflated with air and device submerged in water. No bubbles/leaks were detected immediately, but when inflation line was manipulated, bubbles were observed escaping the junction of the inflation line and neck flange. Using magnification, a small tear was noted at the inflation line/neck flange junction. Visual inspection confirmed adhesive was present on and around the inflation line and neck flange junction. Review of the device history records revealed no non-conformities during manufacturing. The reported device problem was confirmed to have been present, but the root cause of the junction tear is undetermined. As a preventative measure, a quality alert was issued to heighten production awareness of the reported event.

Manufacturer narrative:
The customer has not yet returned the device to the manufacturer for device inspection. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results.